Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized for the lower cranial nerve palsy event and there was no intervention required. It was reported the patient was recovered from the event (one month). D4: potential suspect lot #s: y2u013ab, y2u025aa, y2u038aa, y2v006aa. H10: a batch review was conducted for the suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported event could be associated with not accounting for floseal maximum swelling and the reported lack of visibility of the surgical area, as not all the floseal may have been removed, therefore, the event lower cranial nerve palsy is possibly associated with a user-related error regarding the use of floseal (swelling and lack of visibility of the area). As per IFU, floseal matrix swells by approximately 10-20% after product is applied and surgeons should consider its potential effect on the surrounding anatomic areas. Maximum swell volume is achieved within about 10 minutes. Excess floseal matrix (material not incorporated in the hemostatic clot) should always be removed by gentle irrigation and suctioned out of the wound. Meticulous irrigation is required when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, the brain and/or cranial nerves. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in the beginning of (B)(6) 2021. Manufacturer/compounder: baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced transient palsy after undergoing neurosurgery in which floseal was used. It was reported the physician used a skull-based approach for a large cpa tumor, (through retrosigmoid approach) between the lower cranial nerves. It was reported the floseal was applied to the area in the brain, ¿it formed a clot and it was stiff, which was close to a nerve¿. The physician further clarified the event as while under the microscope "a bleeding" was observed, "but the source was not clear¿; subsequently floseal was applied. In less than two minutes the physician irrigated the excess floseal to remove it from the lower cranial nerve area¿ however, it was adherent to nerves and removing it induced irritation to nerves which resulted in the transient palsy (which lasted one month). It was reported the patient had a nasogastric tube placed due to ¿swallowing problems¿. At the time of this report, the patient outcome was not reported. No additional information is available.